Event description:
Additional information was received indicating shock impedance measurements greater than 125 ohms were again detected. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the patient was brought into clinic. A minimum energy shock and maximum energy shock were delivered. Shock impedance measurements during testing were 37 ohms and 38 ohms. The available information suggests this lead and device remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The system will continue to be monitored at this time. The available information suggests this lead and device remain in service. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received indicating that a minimum and maximum energy shock we delivered to test the system. Measurements were within an acceptable range. Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating an invasive procedure was performed to replaced the lead. When the pocket was opened, a loose setscrew was found on the distal df1 port. The setscrew was tightened and the shock impedance measurements were tested. Measurements were varying from 27 to 80 ohms. Electromagnetic interference (emi) sources were programmed off and measurements in all vectors were acceptable and stable. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this product remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) due to a shock impedance measurement of 125 ohms. The next daily measurement observed was 98 ohms. All other lead diagnostics were acceptable. No adverse patient effects were reported.